Event description:
Additional information provided indicates that a second fiber was used to complete the procedure rather than turp which was initially reported.

Event description:
It was reported that during a prostate procedure, @11 minutes and 40 seconds and 72,226 joules of use, the physician noted that the fiber port overheated. The physician reverted to turp to complete the procedure. "No damages to the patient" reported.

Manufacturer narrative:
Based on the additional information provided, documented, this is not a reportable event product evaluation: failure analysis for fiber (B)(4): the fiber exhibited minimal sign of usage; the fiber cap exhibited mild detritus buildup and devitrification; the fiber proximal end / input face shows evidence of some type of substance (likely biologic) on the optical surface. Probable root cause: based on the product analysis results, the probable root cause of the failure is: contamination of the connector.

Manufacturer narrative:
Failure analysis for fiber (B)(4).